Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller who stated the msr was programmed to a lower rate. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) had been triggered on this device switching the polarity to unipolar on the right ventricular (rv) channel. The caller was inquiring about the minute ventilation (mv) feature and how it relates to the lss. Additionally, the caller stated the patient's rate has been up near the maximum sensor rate (msr). The patient stated he has been feeling his heart rate get faster. No adverse patient effects were reported.